Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User experienced ongoing issue with erratic sample and control results for hcg since (B) (6) 2010. Only 1 patient sample was impacted which gave discrepant results. The patient was an in-vitro fertilization patient, (B) (6) pregnant. The initial hcg result from the primary sample tube gave 3201 miu/ml. This result was accompanied by a data flag generated by the analyzer, and was also flagged with a delta check from the customers lis system because the result did not match a previous hcg result for this patient. The same primary tube was repeated giving > 10000 miu/ml accompanied by a data flag notifying the user to repeat the sample with dilution. The sample was repeated twice with dilution giving 8167 and 11732 miu/ml both accompanied by data flags. Serum from the original primary tube was aliquoted into a sample cup and run twice with dilution giving 43535 and 42448 miu/ml. Both results were accompanied by data flags. User said only the final result was reported out and the patient was not adversely affected. Hcg reagent lot number - 15666101. The field service representative found the pinch tubing was damaged and leaking. He replaced pinch tubing, primed the sipper lines and recalibrated blank cell. In addition, the 12 x 100 plastic sample tubes in use by the customer have an increased static charge when the sample probe descends into the sample. Low volume samples in these sample tubes should be run in a sample cup for correct sampling and results. Performance tests and controls were run with results within specification.